Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm material. Details of the event are provided below. It was reported that the cormatrix ecm was used for a mitral valve leaflet augmentation procedure. Months later, the pt presented with mitral regurgitation. A hole was found in the patch. The valve was excised and sent to pathology at the hosp.

Manufacturer narrative:
The device was not returned for evaluation. Cormatrix has contacted risk mgmt as well as the implanting surgeon at the user facility to request additional info regarding the implantation procedure and histology results. To date, no additional info has been provided.